Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse platform sn (B)(4). During visual inspection, damaged short black cover and missing battery latch lock were noted. The autopulse platform is a reusable device and was manufactured on 09/27/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. During archive date review, user advisory 16 (timeout moving to take-up position) error messages were observed thus confirming the reported complaint. Functional testing could not be performed, since the user advisory 16 (timeout moving to take-up position) error messages appeared when the platform was powered on. In summary, the reported complaint of the autopulse displaying user advisory 16 (timeout moving to take-up position) error messages were confirmed during archive data review and functional testing. The root cause of the reported complaint was due to defective integrated encoder. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The short black cover and battery latch lock were replaced. The integrated encoder was replaced to remedy the complaint user advisory 16 (timeout moving to take-up position). The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying ua 16 (timeout moving to take-up position) error message when start button was pressed. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.